Manufacturer narrative:
The t:slim user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not deliver insulin for the food that was consumed and the blood glucose elevated to 290 mg/dl. A bolus of insulin was delivered to address the high bg and due to an over-correction, the bg dropped to under 40 mg/dl. The customer consumed glucose to address the bg level. Tandem technical support advised the customer to discuss the event with a healthcare provider.